Manufacturer narrative:
A ge rep evaluated the system and calibrated the dap, repaired the ipc, and cleaned the contacts on the video board. System operates as intended. (B) (4).

Event description:
The customer reported several problems: the system would not power up, the dap value is missing, and the system is displaying an ipc card error. No pt injury was reported.